Event description:
The distributor reported on behalf of the customer that the device, 2001r, padpro:ad;rtrans,r2 conn,12x7 was being used on (B)(6) 2022 during a non-surgical cardiorespiratory arrest assistance procedure and ¿the informed electrode unit did not deliver the shock when indicated by the defibrillator device. The electrode failure jeopardized the necessary patient care, which had to be performed with another electrode unit.¿. There was no impact or injury to the patient. After further assessment it was found there was no skin preparation, since the patient's skin was in conditions of adherence to the electrode. The patients skin was dry when the pad was applied. Intact skin, absence of sweating, hair or other unfavorable conditions. The patients hair was not shaved as "there was no hair at the application site on the patient." The pad was fully adhered to the patient. A shock was successfully delivered with another electrode unit with the same technical specification. It is unknown if any medical/surgical intervention or prolonged hospitalization was required for the patient. The cardiorespiratory arrest situation not was reversed by the initial care team. The patient was referred to the hospital unit for continuity of care, and it was not possible to obtain the final result of the condition. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 2001r in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there is hair present on the surface of the pads. Performed a functional inspection using the fluke, the device has continuity. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A device history record was requested and to date, a response was not received; therefore, a review cannot be conducted. A two-year review of complaint history revealed there has been a total of 2 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 2001r, padpro:ad;rtrans,r2 conn,12x7 was being used on (B)(6)2022 during a non-surgical cardiorespiratory arrest assistance procedure and ¿the informed electrode unit did not deliver the shock when indicated by the defibrillator device. The electrode failure jeopardized the necessary patient care, which had to be performed with another electrode unit.¿. There was no impact or injury to the patient. After further assessment it was found there was no skin preparation, since the patient's skin was in conditions of adherence to the electrode. The patients skin was dry when the pad was applied. Intact skin, absence of sweating, hair or other unfavorable conditions. The patients hair was not shaved as "there was no hair at the application site on the patient." The pad was fully adhered to the patient. A shock was successfully delivered with another electrode unit with the same technical specification. It is unknown if any medical/surgical intervention or prolonged hospitalization was required for the patient. The cardiorespiratory arrest situation not was reversed by the initial care team. The patient was referred to the hospital unit for continuity of care, and it was not possible to obtain the final result of the condition. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.